Event description:
Narrative from staff: during an endoscopic gastric bypass revision, the endoscopic suturing system that works as the working port bent at the very end and would not allow any instrumentation to go through the channel. This required the surgery to stop momentarily to call for a new system because the previous one could no longer be used. This system attaches to the gastric scope, so the channel is flexible to follow the movements of the gastroscope. All the instrumentation that goes down the channels if also flexible. We removed the scope and system from the patient to inspect and it was clearly bent and none of the instruments would easily go through, which we tried safely while outside of the patient.